Manufacturer narrative:
Initial reporter name and address: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that loss of aspiration occurred. An angiojet zelante catheter was used for thrombectomy procedure. However, during the procedure, the device failed to aspirate and leakage in the pump were observed. The device was replaced, and the procedure completed with another of same device. There were no further complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the product was returned consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. Functional testing was completed per the instructions for use device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The device pressure was within the normal range. During functional testing no errors or priming issues were observed, the device ran as designed. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. During functional testing there was a leak at the male luer connector. The console did not alarm during functional testing. Inspection of the remainder of the device revealed no other damage.

Event description:
It was reported that loss of aspiration occurred. An angiojet zelante catheter was used for thrombectomy procedure. However, during the procedure, the device failed to aspirate and leakage in the pump were observed. The device was replaced, and the procedure completed with another of same device. There were no further complications reported.